Manufacturer narrative:
Medwatch number is mw5109173. (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed, causing significant hemorrhage. The patient was intubated for airway protection. During intubation, the patient became bradycardic and hypotensive requiring vasopressors. A second speedband superview super 7 was used and the bleeding was stopped after placing six bands. No further information has been obtained despite good faith efforts.